Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose levels of 400 mg/dl which was occurring since the previous night. Customer did not experience any symptoms. Customer reported of not using the auto mode feature. Customer was not admitted into the hospital nor contacted healthcare professional. Troubleshooting was performed and customer declined checking for bent cannula and declined high pressure test. Air bubbles were found in the reservoir and customer was able to successfully remove bubbles through troubleshooting. Customer was advised to monitor blood glucose and to call back should issue persist. Insulin pump is not expected to return.